Event description:
Reference number (B)(4) event occurred in the united states. It was reported by the patient that the connector of the infusion set was defective and insulin was leaking from it on (B)(6) 2024. The innfusion set was in use for 3 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.